Event description:
It was alleged that during a case a small portion of the stryker pump tubing broke off.

Event description:
It was alleged that during a case a small portion of the stryker pump tubing broke off.